Manufacturer narrative:
Product complaint # (B)(4). "This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4, *g4. *it was identified that this complaint was inadvertently reported with the incorrect predicate 510k device number, k013718, instead of k071512. D4: UDI: the full UDI is currently not available as the catalog and/or lot number for the device involved was not provided."

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced severe pelvic pain. It was reported that the patient underwent removal surgery on a unk date.  No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # 2210968-2017-01282 for previously submitted MDR number 2210968-2017-01655, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4).